Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. Inspection revealed the detection of an MRI field on (B)(6) 2023. The iegms from the two episodes (91 and 92) on (B)(6) at 13:37h revealed the presence of noise, which led to one charging cycle. This charging cycle was aborted without shock delivery. Based on these observations, it cannot be excluded that the MRI mode was not activated during the MRI scan on (B)(6) 2023. Further analysis confirmed the battery status eri. The eri status was activated on (B)(6) 2023 during an automatic capacitor reformation, because the maximum charging time was exceeded. The root cause for this behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a damaged component, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device itself become available, this investigation will be updated.

Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.